Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism malfunction (late deployment) or to determine the root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 426 mg/dl less than 24 hours after the pod was activated and that there was a delay in the cannula insertion process.